Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5169168. Without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that after drawing up a medication, a nurse activated the safety mechanism of a bd eclipse "3 ml bd luer-lok syringe with detachable needle by applying pressure to the safety mechanism on top of the counter or table. The nurse heard a click once the safety mechanism was engaged but reported that the needle was not fully covered and when she went to remove the needle from the syringe she obtained a needle stick injury. There was no report that the device was used on a patient and no report of the nurse receiving any medical interventions.